Manufacturer narrative:
Evaluation: the returned sample was received in unused conditions. Visual inspection: no obstructions, damaged, broken, or other defects were detected in none of the joins of the product. In order to reproduces the failure mode reported for the customer a disposable was taken from production floor and filled as per IFU indicates, extension set was connected to the luer to perform a functional using a pump. The pump was set running and no alarms were activated in none of the samples, thus the failure mode reported is not confirmed. No mitigation apply since complaint was not confirmed. Root cause cannot be determined since the complaint was not confirmed. No corrective actions are required since the complaint was not confirmed. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported the disposable caused the pump to alarm no disposable. No patient injury reported.